Event description:
A ventilator was returned to the manufacturer for preventive maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation the device failed a system leak verification test step. The device's oxygen blending module subassembly was replaced to address the issue. Additionally, the device's air inlet foam filter and particulate filter were replaced preventatively. The device was cleaned and tested and passed all final testing.